Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that their communicator was not taking a charge. The patient stated that they had tried a couple different cords and outlets, and the light came on but never turned green. The patient also stated they've seen on the handset that the communicator battery level keeps going down when trying to use it. When asked the event date, the patient stated, ¿it was acting kind a goofy for a bit and then they changed the medicine in my pump, so it was shut off for a couple weeks and when I went to use it again, I don't think I've had it a year or just over a year,¿ and did not provide further information. A replacement communicator was requested from the repair department because the communicator indicator light would not turn green despite trying other cords and outlets. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#(B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-aug-2021, UDI#:(B)(4). H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged (l3).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.